Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported their healthcare professional (hcp) changed from positive to negative to try and resolve the heart distress/palpitations. The hcp also reprogrammed the unit to a completely different one than the patient had before.

Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that whenever the patient turned on her left stimulator, she started to experience heart distress and increased palpitations. She could feel stimulation and thumping in the heart area and stomach and she couldn¿t breathe. This had occurred suddenly three weeks following a revision procedure in (B)(6) 2016. It had gotten so bad that she thought she needed to go to the emergency room. When the patient turned the left device off her cardiac symptoms subsided, and she had tried this three times on her own. She had several cardiac tests through her primary care provider, including a stress test, an echocardiogram, a heart monitor, and a heart CT scan; however, everything came out clear and she didn¿t have any cardiac issue. During the EKG when both systems were on, they placed the EKG pad over/under the left breast and artifacts would appear on the results, compared to having the pad placed elsewhere. The patient had an upcoming appointment on (B)(6) 2016 to see a urologist, but she was still waiting for the appointment to be approved. There were no traumas or falls reported that could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.